Event description:
According to the info received, an end user reported a catheter with eyelets sharp/rough. The end user reported that there was intense pain at the removal of the catheter because the eyelets were too sharp. The end user is a doctor. Pain during 24 hours. No clinical consequences.

Manufacturer narrative:
Eval pending. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. No files attached.